Event description:
It was reported that on (B)(6), 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ on a patient with a restricted septal leaflet. Three trclip clips were implanted, reducing tr to a grade of 1. On (B)(6), 2026, the patient presented with shortness of breath and fluid retention. An echocardiogram was performed and revealed that one of the clips had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda appears to be related to patient morphology/pathology, per the physician. The reported tr, dyspnea, and volume retention (swelling/edema) appear to be cascading effects of the slda. Tr, dyspnea, and fluid retention (swelling/edema), as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.